Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) pcb and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to serviced.

Event description:
The customer reported that the system experienced communication errors and experienced multiple losses of system functionality and un-commanded shut downs. There is on report of a patient injury or death associated with this event.